Manufacturer narrative:
Updated fields: d8, d9, e1, h3, h4, h6, h10. E1 postal code: 741000. This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. The subject device underwent visual and functional inspection. The customer allegation was confirmed. The cause has been isolated as cable failure. Cable break was observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: precautions(warning). If an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. If the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported, at the end of an unspecified therapeutic procedure, the subject device had an abnormal image and a black screen. The procedure was delayed for 10 minutes with no patient harm. The procedure was completed with a non-olympus device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported, at the end of an unspecified therapeutic procedure, the subject device had an abnormal image and a black screen. The procedure was delayed for 10 minutes with no patient harm. The procedure was completed with a non-olympus device.